Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used in the stomach during a procedure performed on an unknown date. It was reported that post procedure, the peg tube was successfully inserted but later became dislodged from the stomach. Following this event, the patient developed a fever. Unfortunately, by the time the nursing staff and physicians identified the underlying cause, the condition had already progressed beyond recovery. Surgical interventions were attempted to wash out the abdomen, but unfortunately, these measures were unsuccessful, and the patient passed away. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b2: approximated based on the year of death reported. This was reported to have occurred between april to june 2026. Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a051201 captures the reportable event of feeding tube dislodged or dislocated. Imdrf patient code e230101 captures the reportable event of fever. Imdrf impact code f02 captures the reportable event of death. Imdrf impact code f19 captures the reportable event of required surgical intervention.